Event description:
It was reported that during the attempt to advance the nc trek 2.75 x 12 mm balloon catheter through the 6f non-abbott guiding catheter resistance was felt. However, the balloon was continued to be attempted to be advanced, but the attempt was unsuccessful. Therefore, the device was retracted from the guiding catheter and only the mid to proximal part of the device was withdrawn and it was noted that the shaft of the device had separated. The guiding catheter was retracted with the mid to distal separated portion of the nc trek balloon catheter inside it. The case was finished by performing post-dilatation with another non-compliant balloon catheter. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.